Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with a s421 (motor error - pmc, right) service alarm code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device alarmed with a s421 (motor error - pmc, left) malfunction alarm code. This was due to a loose motor. The probable cause of the loose motor was no adhesive seal. Further testing found the device touchscreen did not respond when pressed. The probable cause was contamination due to fluid ingress on the bottom of the touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.